Event description:
It was reported that the pt had fallen and had her device system replaced. She was redirected back to her healthcare professional. Additional info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).